Event description:
The customer reported to beckman coulter (bec) that there was a clear fluid leak of approximately 20 ml from the coulter lh 500 hematology analyzer. The leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were associated with this event. No death or injury is attributed to this event and there was no change to patient treatment. The customer did not use the instrument after the discovery of the leak.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and confirmed a fluid leak from a cut tubing at pinch valve (pv49). The fse replaced all tubing on pv49, resolving the leak. The fse ran a startup and few samples to verify normal operation; latron and 5c controls passed. There were no further error messages observed. Failure mode was related to a cut tubing at pinch valve (pv49). (B)(4).